Event description:
It was reported the pt experienced a shocking or jolting sensation on three separate occasions. In (B)(6) 2010, it was stated the pt was having to charge their device more than expected, and also experienced a shock or jolt at her workplace. On (B)(6) 2010, it was stated the pt experienced a shock or jolt down her right and left leg while driving that caused her to push down on her accelerator and caused a motor vehicle accident. It was stated the pt was (B)(6) pregnant at the time, and was admitted to the ER. At that time, the pt also stated their device "felt like it was on fire." On (B)(6) 2010, it was stated the pt felt "stabbing and pinching" sensations, and a change in stimulation "that is causing a lot of pain," and turning the stimulation down or off did not help. The pt stated "her doctor told her that her lead touched her nerve and electrocuted her from the inside," and she was unsure if the "pinching and stabbing" pain is related to the device or the motor vehicle accident. It was stated the pt would not be having x-rays due to pregnancy, and the pt was instructed by their health care provider to "keep their stimulation low and report if shocking persists." The pt had been discharged from the hospital, and was reportedly in "fair" condition. It was also stated the pt's fetus was "fine." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).